Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured recurring thrombocytopenia with a "possible" relationship to the impella device used: ¿the patient developed reportable thrombocytopenia on (B)(6) 2024. Admission platelets 272 k/ul, platelets (B)(6) 2024 49 k/ul, lowest platelet count 39 k/ul ((B)(6) 2024), and recovered above reportable threshold (B)(6) 2024 (57 k/ul). The patient experienced recurring thrombocytopenia (B)(6) 2023 with platelets as low as 12 k/ul.

Manufacturer narrative:
B5 and h6 has been updated as per additional information received.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured recurring hemolysis with a "definite" relationship to the impella device used: ¿the patient developed recurring hemolysis. Admission total hemoglobin (B)(4), admission bilirubin 2.4 mg/dl (ldh not done). Lowest total hemoglobin (B)(4) ((B)(6) 2024) peak ldh 38298 u/l ((B)(6) 2024), peak bilirubin (B)(4) mg/dl ((B)(6) 2024). Plasma free hemoglobin peak while on impella support 45.0 mg/dl ((B)(6) 2024).¿ the patient outcome is "unknown" at this time.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt), hemolysis, and thrombocytopenia has been completed. The device was not returned for evaluation. Clinical details were insufficient to determine the root cause of the thrombocytopenia and the vt. However, based upon clinical details, the root cause of the hemolysis was patient condition related and unrelated to impella since the hemolysis began to develop five days after impella removal. The instructions for use referenced in the initial report is for the impella 5.5 with smartassist for use in the potential adverse events (united states) section. D4-updated model number

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
We received a notification from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry), pertaining to the above case. It was noted that ventricular tachycardia occurred with a definite relationship to the impella 5.5 used on this patient.